Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of days from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient is experiencing back pain, tingling and burning at the incision where the device was implanted. Bulging out of skin with no skin breakage, swelling and lumpy were also noticed, x-ray revealed that the spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure wherein the lead was adjusted with stylet and made a larger pocket to place implantable pulse generator (ipg) deeper. The patient was doing well postoperatively.